Manufacturer narrative:
Correction: the correct date of awareness is november 02, 2018 not march 12, 2019 as originally reported. This report is filed on may 20, 2019.

Manufacturer narrative:
Device details were not made available as of the date of this report. This report is submitted on april 1, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a performance decrement and subsequently the device was explanted (date not reported). It is unknown if the patient was reimplanted with a new device as of the date of this report.